Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 5 failed and it was obstructed. The field service engineer (fse) had found that main drawer 5 had not been on the bus and had not recognized any loaded medication. The fse had replaced the flex ribbon and had tested all pockets in diagnostics, confirming that all had tested good. After inspecting the unit, no issues had been found, ensuring proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer is jammed and maintenance required. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.